Event description:
Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The patient reported that she is no longer able to feel device stimulation and no longer experiences voice change with stimulation during both normal mode and magnet mode stimulation cycles. Previous device diagnostic testing approximately two months earlier was within normal limits, indicating proper device function at that time. The patient also indicated that she works out regularly and has experienced feelings of pulling on the lead when her head is turned to a certain position. New neurologist indicated that the patient's generator is implanted "under" the left breast, which he believes is causing tension in the lead. He stated when the patient turns her head, he can see the "wire." Review of x-rays was inconclusive in determining whether any discontinuities in the vns therapy system were present; however, the lead connector pin did not appear to be fully inserted past the generator connector block. Revision surgery is likely.